Event description:
The implantable neurostimulator became infected. The device and the extension were explanted. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
The implantable neurostimulator and extension have been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.